Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant.

Event description:
On (B)(6) 2025, the distributor reported the following to anika sales representative: patient surgery was performed on a 61-year-old female on (B)(6) 2025 for a peroneal tendon tear using an integrity implant anika pn 6000101 25mmx30mm lot number 0000011809. Patient later developed a large cell tumor around her peroneal tendon. Doctor was able to remove the abscess with an additional surgery on (B)(6) 2025. Doctor was able to get the aqueous layer out. Complaint sample discarded. No radiographs are available. No infections occurred due to implant. Patient is currently recovering from the second surgery. Patient discharge summary not available. Patient comorbidities are unknown. Post treatment protocols have been followed. Additional information is being solicited.